Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the pacemaker could not be interrogated and exhibited premature battery depletion. The device was explanted on (B)(6) 2018 and the patient did not experience any consequences.